Event description:
During testing at the user facility, it was noted that the distal pressure sensor pin was broken. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.